Event description:
Under real-time ultrasound guidance, three passes were made, one pass was made with an 18-gauge biopince needle using a 3.0cm throw. A bent pincer was noted on the biopince needle following the initial pass. Therefore, two additional passes were made with an 18-gauge corvocet core biopsy needle, with 2.5cm throws.